Event description:
It was reported that this patient with subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock while asleep. Subsequently, they were brought in-clinic for an evaluation, where it was determined that the shock was likely delivered due to sense b node artifacts. Boston scientific technical services (ts) was contacted and confirmed that the shock was delivered as a result of a signal signature consistent with changes in the impedance pathway of the sensing vector. It was discussed that this can either be caused by unstable tissue contact at sense b or device can level during body movements, impairment of the lead, or other contact disturbances in the device header. More thorough in-clinic testing, such as diagnostic imaging, provocative maneuvers, and isometrics were recommended to assess the system integrity and the viability of the three sensing vectors. The patient was brought back in-clinic, where the mechanical, non-physiologic artifacts were reproducible in all three sensing vectors. As a result of these findings, the physician suspected that the s-ICD electrode was fractured. A complete system replacement procedure is anticipated to resolve the event but has not yet occurred. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock while asleep. Subsequently, they were brought in-clinic for an evaluation, where it was determined that the shock was likely delivered due to sense b node artifacts. Boston scientific technical services (ts) was contacted and confirmed that the shock was delivered as a result of a signal signature consistent with changes in the impedance pathway of the sensing vector. It was discussed that this can either be caused by unstable tissue contact at sense b or device can level during body movements, impairment of the lead, or other contact disturbances in the device header. More thorough in-clinic testing, such as diagnostic imaging, provocative maneuvers, and isometrics were recommended to assess the system integrity and the viability of the three sensing vectors. The patient was brought back in-clinic, where the mechanical, non-physiologic artifacts were reproducible in all three sensing vectors. As a result of these findings, the physician suspected that the s-ICD electrode was fractured. Recently, this s-ICD system was explanted and replaced to resolve the event. No additional adverse patient effects were reported. The explanted s-ICD system is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative).

Event description:
It was reported that this patient with subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock while asleep. Subsequently, they were brought in-clinic for an evaluation, where it was determined that the shock was likely delivered due to sense b node artifacts. Boston scientific technical services (ts) was contacted and confirmed that the shock was delivered as a result of a signal signature consistent with changes in the impedance pathway of the sensing vector. It was discussed that this can either be caused by unstable tissue contact at sense b or device can level during body movements, impairment of the lead, or other contact disturbances in the device header. More thorough in-clinic testing, such as diagnostic imaging, provocative maneuvers, and isometrics were recommended to assess the system integrity and the viability of the three sensing vectors. The patient was brought back in-clinic, where the mechanical, non-physiologic artifacts were reproducible in all three sensing vectors. As a result of these findings, the physician suspected that the s-ICD electrode was fractured. Recently, this s-ICD system was explanted and replaced to resolve the event. No additional adverse patient effects were reported. The s-ICD system has been received for analysis.

Event description:
It was reported that this patient with subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock while asleep. Subsequently, they were brought in-clinic for an evaluation, where it was determined that the shock was likely delivered due to sense b node artifacts. Boston scientific technical services (ts) was contacted and confirmed that the shock was delivered as a result of a signal signature consistent with changes in the impedance pathway of the sensing vector. It was discussed that this can either be caused by unstable tissue contact at sense b or device can level during body movements, impairment of the lead, or other contact disturbances in the device header. More thorough in-clinic testing, such as diagnostic imaging, provocative maneuvers, and isometrics were recommended to assess the system integrity and the viability of the three sensing vectors. The patient was brought back in-clinic, where the mechanical, non-physiologic artifacts were reproducible in all three sensing vectors. As a result of these findings, the physician suspected that the s-ICD electrode was fractured. Recently, this s-ICD system was explanted and replaced to resolve the event. No additional adverse patient effects were reported. The explanted s-ICD system is expected to be returned for analysis, but has not yet been received.